Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) late last summer due to long charge times in mid-life. However, during the evaluation it was noted the charge time had recovered and the device was no longer in eri status. The health care professional (hcp) reviewed the information with boston scientific technical services (ts), and the reason for this observation was discussed. It was also noted that it would up to the physician on whether to replace the device, despite the charge time recovering. Additional information was recently received that the device remained in service for approximately seven more months until it was successfully replaced. No adverse patient effects were reported.